Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. The defect is due to a development error and already known. Therefore, this complaint is considered as confirmed. The complaint is filed for statistical purposes. The product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): catheter disconnection.